Event description:
It was initially reported that the patient experienced increased pain, intermittent diarrhea and lower extremity edema. The health care provider (hcp) attempted to perform a dye study; abandoned due to inability to aspirate fluid. It was determined that the catheter was occluded. On (B)(6) 2011, the patient was taken to surgery for a revision. The intrathecal portion of the catheter was left in and tied off; a new catheter was inserted. It was later noted that the patient had experienced lack of therapy and the pump and catheter were replaced due to a "break, tear, hole". "No rotor study was performed and the catheter dye study showed that the catheter was occluded". The patient recovered without sequela. Drugs delivered via the pump were baclofen, fentanyl and bupivacaine.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted on: (B)(6) 2008, explanted on: (B)(6) 2011. Final analysis of the pump revealed no anomaly, normal device function. Catheter returned for analysis included the sc assembly + proximal segment + pin connector + distal segment. Analysis of the same revealed tears/coring in cup of sc connector; no leaks were seen in the lab during analysis.

Manufacturer narrative:
(B)(4)